Event description:
It was reported that during thyroidectomy there was any noticeable damage on the tube or its package during opening. The patient was intubated and surgery was initiated; electrode checks were passed. Nerve stimulation was performed, but there was no response, and the muscle was responding to a degree that was visible from the perspective, so it was adjudged as a tube malfunction. Adjustment was made in all directions (front, back, left, right), but there was no response. Because it was during surgery, it could not be replaced with a spare, so the surgery proceeded as is and the procedure was completed. No health hazards to the patient.

Manufacturer narrative:
H3: the packaging carton and device were returned in a large resealable bag. No significant damage was noted to the packaging carton. Traces of contamination were observed on the cuff and tube, and contaminated tape was wrapped around the tube. No damage was noted to the construction of the device; however, voids were observed in all four electrode trace pads. Electrically, end to end resistance is specified to be less than 200 ohms. Actual measurements were 14.5 ohms (red), 13.9 ohms (red/white), 11.6 ohms (blue), and 15.7 ohms (blue/white), all within specification. The device was connected to a nim console, and the trace pads were submerged in a saline solution for functional testing. The device passed the electrode check, and no excess noise was recorded. All four silver traces were manipulated and bent to a 90° position, with no issues observed. No anomalies or functional issues were identified during analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.